Event description:
Rpn echo-hd-19-c needle cannot be advanced, proximal needle break observed during lab evaluation. If the report involves a kink or bend in the needle, where is this located on the device? - patient end. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? - yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? - no. If the device is a procore needle, is the device damage located at the notch / core trap? - no. Please describe the location in the body for the intended target site: - pancreas. Please describe the size of the intended target site. - unknown. If not with the device in question, how was the procedure performed and/or finished? - with a boston scientific needle. Was the device used in a tortuous position? - yes. Are images of the device or procedure available? - yes. Was it damaged in packaging before removal? - no. Was it damaged on removal from packaging? - no was force required to remove the device? - no. What is the endoscope manufacturer and model number that was used? - olympus. Was force required on insertion of device into scope? - no when was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? - needle advancement or needle retraction was difficulty experienced while retracting the needle? - yes was the syringe used during the procedure, after the stylet was removed? - yes was the needle able to be fully retracted before removing from the patient? - yes was gaining access to the targeted site difficult? - yes was the endoscope in a flexed or twisted position at any time during the procedure? - no was needle penetration of the targeted site difficult? - yes was the stylet partially removed prior to advancement of needle? - yes how many biopsies/passes were obtained with use of this needle? - 1 did any section of the device detach inside the patient? - no if kinked below the sheath extender, did they notice the kink before placing the device into the scope? - no was there difficulty or slipping experienced of the sheath extender or lock ring during use? - no was there difficulty in attachment / detachment of the leur to the scope? - no if the device is procore and it is kinked distally, is the kink at the notch / core trap? - no was there difficulty locking the sheath (or needle) in place or slipping experienced during use? - no was there difficulty in attaching or detaching the device to the accessory channel port on the scope? - no when the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? - no if an ebus procedure did the needle tip hit the cartilage rings of the trachea? - no.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.